Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of perineal pain on (B)(6) 2023 and parity, abortion, parity 3 and multi gravida on (B)(6) 2022. As concurrent condition the report mentioned pelvic pain since (B)(6) 2022. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysteroscopic essure removal). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: a. Bilateral fallopian tubes, salpingectomy: - two segments of fallopian tube, one with paratubal cyst. - no evidence of malignancy. B. Essure (gross diagnosis only): - medical device gross description: fallopian tubes, bilateral" are two smooth surface purple fimbriated fallopian tubes measuring 9.5 cm in length by 1.0 cm in diameter and 7.5 cm in length by 1.1 cm in diameter. Sectioning reveals unremarkable tan cut surface. Other" are two metallic material measuring 5.7 cm in length by less than 0.1 cm in diameter and approximately 11.5 cm in length by less than 0.1 cm in diameter [ultrasound pelvis] on (B)(6) 2023: diagnosis: pelvic and perineal pain clinical history: 50 yo p3 with iud in situ and new onset daily cramping pain technique: transabdominal and transvaginal ultrasound was performed. Color flow and pulsed doppler was employed. 3-d scanning technique was utilized to assess iud position comparison: (B)(6) 2021 findings: the endometrial echo complex measures 7.6 mm. No endometrial abnormality is present. Iud is identified, appropriately positioned within the uterine cavity. Impression: 1. Iud is appropriately positioned. 2. Small intramural fibroid within the posterior uterine body, measuring up to 1.4 cm 3. Normal sonographic appearance of the ovaries [ultrasound scan vagina] on (B)(6) 2023: color flow and pulsed doppler was employed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of perineal pain on (B)(6) 2023 and normal delivery (live child), abortion, parity 3 and multi gravida on (B)(6) 2022. As concurrent condition the report mentioned pelvic pain since (B)(6) 2022. In 2011, the patient had essure inserted. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysteroscopic essure removal). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: a. Bilateral fallopian tubes, salpingectomy: - two segments of fallopian tube, one with paratubal cyst. - no evidence of malignancy. B. Essure (gross diagnosis only): - medical device gross description: fallopian tubes, bilateral" are two smooth surface purple fimbriated fallopian tubes measuring 9.5 cm in length by 1.0 cm in diameter and 7.5 cm in length by 1.1 cm in diameter. Sectioning reveals unremarkable tan cut surface. Other" are two metallic material measuring 5.7 cm in length by less than 0.1 cm in diameter and approximately 11.5 cm in length by less than 0.1 cm in diameter. [Ultrasound pelvis] on (B)(6) 2023: diagnosis: pelvic and perineal pain clinical history: 50 yo p3 with iud in situ and new onset daily cramping pain technique: transabdominal and transvaginal ultrasound was performed. Color flow and pulsed doppler was employed. 3-d scanning technique was utilized to assess iud position comparison: (B)(6) 2021 findings: the endometrial echo complex measures 7.6 mm. No endometrial abnormality is present. Iud is identified, appropriately positioned within the uterine cavity. Impression: 1. Iud is appropriately positioned. 2. Small intramural fibroid within the posterior uterine body, measuring up to 1.4 cm 3. Normal sonographic appearance of the ovaries [ultrasound scan vagina] on (B)(6) 2023: color flow and pulsed doppler was employed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.